Event description:
It was reported that, during a thr, the inside of a trial femoral head 36 m/+4 broke. Additionally, no pieces fell into the patient. Surgery was resumed, without any delay, with a backup device. The patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement, the inside of a trial femoral head 36 m/+4 broke. The patient was not harmed as a consequence of this problem. The complaint device intended for use in treatment was not completely returned for investigation. A visual evaluation of the returned device was conducted, and it showed that one flap is broken. The broken flap was not returned. In general, the device shows heavy signs of use such as gouges, cracks and scratches. It was concluded that the complaint device was fractured. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. No additional complaints for the affected batch nor additional complaints for the same product number were found during a complaint history review. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The root cause of this device failure may arise from problems traced to design features that do not interfere with the intended purpose of the device. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. There is no objective indication that the reported devices failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are necessary at this time point. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.